Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 32 mg/dl. Customer was using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident. The customer was also assisted with turning on the bolus wizard feature. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.